Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 18dec2019 in the b.5. Field. No further follow-up is planned. Evaluation summary the mother of a female patient reported that on 07-nov-2019 when the dose knob of the patient's humapen savvio device was pressed, insulin was not released. Prior to the device issue, on 29-oct-2019, the patient experienced diabetic ketoacidosis. The device was not returned to the manufacturer for investigation (batch 1406v06, manufactured june 2014). Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with respect to priming/setup difficulty. A safety data review for adverse events with this batch found no safety concerns. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The patient also reported storing the device in the refrigerator. The core user manual instructs to not store the device in a refrigerator. There is evidence of improper storage. The patient stored the device in the refrigerator. It is unknown if this is relevant to the complaint or the event of diabetic ketoacidosis.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report a product complaint, concerns an 8 years old female patient of unknown origin. Medical history of patient was not reported. Concomitant medications included insulin aspart for unknown indication of use. The patient received insulin glargine (basaglar) cartridge, 14 ui, each evening, via unknown route of administration and indication of use, beginning in mar2017. On unknown date, unknown time after beginning insulin glargine via humapen savvio gray (lot number 1406v06), the patient experienced diabetic ketoacidosis for which she was hospitalized on intensive care unit (ICU) on (B)(6) 2019. Further details were not provided. The patient was discharged on (B)(6) 2019, but it was unknown if patient recovered from the event. It was reported that on (B)(6) 2019 at night, when the reporter tried to apply the insulin glargine on patient already at home, the humapen savvio gray did not work and the reporter pressed the dose knob, but the insulin was not released (pc number 4942858). It was mentioned that this problem with the device occurred only that time at home. It was also reported that on 08nov2019 by morning, the patient woke up with 400 of blood glucose (units and normal range not provided). Information regarding corrective treatment and laboratorial exams was not provided. It was reported that the pen with the insulin glargine in use were stored in the refrigerator and the needles were not reused. It was unknown if patient recovered from 400 of blood glucose. As of 08nov2019, the insulin glargine therapy was ongoing. The mother of patient was the operator of device, but it was unknown if she was trained. It was unknown for how long the device model had been used and the reported device had been used for one year. The suspect device, which was manufactured in jun2014, was not returned to the manufacturer. The reporting consumer did not provide any opinion of relatedness. Update 11nov2019: additional information received on 08nov2019 from the initial consumer reporter was processed within the initial case. Update 13nov2019: additional information received on 08nov2019 from initial reporter. Added middle and last name, phone number and email from initial reporter. Corresponding fields and narrative were updated accordingly. Upon internal review, it was added non serious adverse event of incorrect storage. Edit 02dec2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 18dec2019: additional information received on 18dec2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to not returned to manufacturer. Added date of manufacturer for pc 4942858 associated with lot 1406v06 of humapen savvio (gray) device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report a product complaint, concerns an (B)(6) female patient of unknown origin. Medical history of patient was not reported. Concomitant medications included insulin aspart for unknown indication of use. The patient received insulin glargine (basaglar) cartridge, 14 ui, each evening, via unknown route of administration and indication of use, beginning in (B)(6) 2017. On unknown date, unknown time after beginning insulin glargine via humapen savvio gray (lot number 1406v06), the patient experienced diabetic ketoacidosis for which she was hospitalized on intensive care unit (ICU) on (B)(6) 2019. Further details were not provided. The patient was discharged on (B)(6) 2019, but it was unknown if patient recovered from the event. It was reported that on (B)(6) 2019 at night, when the reporter tried to apply the insulin glargine on patient already at home, the humapen savvio gray did not work and the reporter pressed the dose knob, but the insulin was not released (pc number (B)(4)). It was mentioned that this problem with the device occurred only that time at home. It was also reported that on (B)(6) 2019 by morning, the patient woke up with 400 of blood glucose (units and normal range not provided). Information regarding corrective treatment and laboratorial exams was not provided. It was reported that the pen with the insulin glargine in use were stored in the refrigerator and the needles were not reused. It was unknown if patient recovered from 400 of blood glucose. As of (B)(6) 2019, the insulin glargine therapy was ongoing. The mother of patient was the operator of device, but it was unknown if she was trained. It was unknown for how long the device model had been used and the reported device had been used for one year. The status and the return status of the device was not provided. The reporting consumer did not provide any opinion of relatedness. Update 11nov2019: additional information received on 08nov2019 from the initial consumer reporter was processed within the initial case. Update 13nov2019: additional information received on 08nov2019 from initial reporter. Added middle and last name, phone number and email from initial reporter. Corresponding fields and narrative were updated accordingly. Upon internal review, it was added non serious adverse event of incorrect storage. Edit 02dec2019: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. No new information added.